Event description:
It was reported that the patient alert triggered for a changes in the ventricular impedance. Trend data indicated a drop in impedance and then an increase to high impedance. During a secondary follow up it was determined to be a connection problem between the device and the lead. The connection was adjusted and the lead and device remain in use. The patient was not happy with the sounds of the patient alert. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four patient alerts for out of tolerance sub-threshold lead impedance between (B)(6)-2011 and (B)(6)-2012. The weekly pace lead impedance trend data show high impedance for maximum defibrillation of the active can on impedance and maximum superior vena cava defibrillation impedance equaling 90 to 244 ohms range between (B)(6)-2011 and (B)(6)-2012.